Event description:
Information received from the field does not address the patient's clinical status but notes that multiple attempts to interrogate the device were unsuccessful. No evidence of pacing was seen and there was no magnet response. The patient resides in a nursing home.